Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer had a high blood glucose reading of 600 mg/dl. The customer reported that the cannula was bent and that she treated with a manual injection. The customer declined troubleshooting due to the bent cannula.